Manufacturer narrative:
The report of an 800.8000.0 (general os failure) was confirmed in the logs and was replicated during testing. The pcu error log identified an error code 800.8000.0 (general os failure). The error occurred on (B)(6) 2021 at 8:34 am. The review of the pcu event log identified the initiation of the 800.8000.0 (general os failure) malfunction. When the user addresses a ¿flow stop open/safety clamp open¿ and starts the infusion in rapid succession (~1 seconds). This creates a software sequence timing error. The error is caused when the user selects the device and restores a previously programmed infusion and selects ¿start¿. A state change triggers the alarm and error code. Testing replicated the software failure by following the user¿s programming steps. The system failure occurs later when the pump module is selected, and the previously programmed infusion is restored and started. Bd issued a ¿medical device safety notification¿ letter on 12jun2017. The letter addressed the possibility of software anomaly that can occur when the user selects two functions in rapid succession. The system was being used for treatment purposes. The root cause of the reported 800.8000.0 (general os failure) was identified and was found to be the result of a software anomaly. The software anomaly was initiated when the user addresses a pump alarm (flow stop open/safety clamp open) and starting the infusion in rapid succession. The system failure (800.8000.0) occurs when the users selected the infusing pump and programs the previously programmed infusion. Sample inspection: the pcu device (B)(6) was received with instrument seal broken. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. The front case, rear case, handle and release latch are all in good condition. The pcu device was observed with a power cord from a third-party vendor. All parts inspected are manufactured by bd. The source pcu was disassembled and inspected. During the inspection there were no irregularities. Log analysis results: the review of the pcu error log identified an error code 800.8000.0 (general os failure). The error occurred on (B)(6) 2021 at 8:34 am. The review of the pcu event log file identified a software anomaly that initiated a system failure. The logs showed prior to the start of an infusion of the medication plasma products (drug ID 350), the pump module alarms for ¿flow stop open/safety clamp open¿. The system failure occurs when the user selects the pump module and restores the previously programmed infusion. Test results: testing performed following the detailed instruction in the lvp system error 255-16-275 test method (dir 10000360052). Identified the software anomaly and replicated the failure. Test methods: 1503-001-020-r (00) lvp system error 255-16-275 test method (dir 10000360052). Device history review: a review of the device history record showed the device had a manufacture date of 25jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported error code 800.8000.0. Patient harm is unknown. Although requested, further information not provided.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. No device will be returned per customer.

Event description:
It was reported error code 800.8000.0. There is no patient information.